Manufacturer narrative:
The reported event of premature discharge of battery could not be confirmed. Review of session record provided from the field displayed an empty battery status bar at the time of implant, consistent with the reported event. Analysis of device image and battery trend data indicated decreased battery voltage levels in the upcoming days of implant. The battery status display behavior observed in the field is within the expected criteria, as specified by programmer software requirements. The cause of the decreased battery levels is consistent with cold temperature exposure. The battery status displayed appropriately when the device was received in the lab, as it had acclimated to normal operating temperature range. Further testing was performed to check devices functionality, which indicated normal device characteristics. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for a device implant procedure. During the procedure, the implantable cardiac monitor (icm) exhibited premature battery depletion. It was noted that the battery had been depleted prior to implant. The icm was removed and replaced during the same procedure on (B)(6) 2022. The patient was stable.